Event description:
It was reported the programmer is slow to change screens and there are delays in reaction when stylus is applied to the screen. Stylus was replaced but did not correct the problem. There was concern that the screen will lock up during implants or inductions. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer passed functional testing. Analysis found the tab on power cord bay door is broken. (B)(4).